Manufacturer narrative:
(B)(4). The lot was manufactured october 27, 2015- october 28, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling with 0.5 g of nebcine diluted with 100 ml of saline. There was no patient involvement. No additional information is available.